Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicosity ligation (evl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the device initially did not deploy the bands on the first few attempts; however, the device later deployed several bands were at the same time. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deploy. Medical device problem code a150103 for the reportable issue of bands prematurely deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was partially rolled in the handle assembly, it was secured in the handle slot, the slack was removed properly, and the crimp was present. Additionally, the trip wire was found to be kinked. It was also possible to observe that the ligator head had five bands returned released from the ligator head. It was also noticed that the ligator teeth were in good condition. Additionally, the suture was detached from the ligator head and was attached to the trip wire. No issues were observed on the suture loop and suture hole. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was not confirmed. Upon analysis, the trip wire was found kinked. This could be due to the handling and manipulation of the device when pulling slack or releasing the device from the endoscope. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicosity ligation (evl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the device initially did not deploy the bands on the first few attempts; however, the device later deployed several bands were at the same time. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.